Event description:
The plaintiff alleged that while working as a registered nurse the plaintiff wore and was exposed to latex gloves, and as result the plaintiff has suffered injury. The plaintiff alleged that as a result of the plaintiff's cutaneous and airborne exposure to latex gloves, the plaintiff has developed a life threatening immediate hypersensitivity to latex. The plaintiff also alleged that in 2001, the plaintiff was diagnosed as suffering from a type I latex allergy. The plaintiff further alleged that the plaintiff has suffered severe pain and suffering, and the plaintiff will continue to suffer pain and suffering in the future. Furthermore the plaintiff alleged that the plaintiff has incurred and will in the future incur expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. The plaintiff alleged that the sensitization to latex has caused restrictions in the plaintiff's life as to where the plaintiff can go and what the plaintiff can do so as to avoid situations where any latex is present. The plaintiff also alleged that the plaintiff has suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life. The plaintiff further alleged that the plaintiff suffered humiliation, anxiety, embarrassment, outrage and other mental suffering and severe emotional distress. Finally the plaintiff's spouse alleged that has been deprived of the consortium, care, support, and services of the plaintiff's spouse.